Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the redundant power tray assembly (rpta) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the rpta for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system suddenly went dead during a procedure while the surgeon side console (ssc) and patient side cart (psc) remained on, but the vision side cart (vsc) stayed dark. The support engineer confirmed the generator still had power, then guided customer to verify power at the wall outlet and swap the vsc power to a known-good outlet. The support engineer confirmed breakers were on and had customer reseat power-strip plugs, but no core or controller lights came on. After troubleshooting options were exhausted, the procedure was converted. The procedure was completed laparoscopically with no known impact or patient consequence reported.